Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that one syringe of juvéderm ultra¿ xc burst. Patient contact was made but there were no injuries. The needle from the packaged was used.

Manufacturer narrative:
Lab analysis of the device found a 1.0 ml syringe with 0.5 ml of gel remaining into syringe received with the needle still attached to syringe and bent in an opened ultra xc pack. No defect observed to syringe.

Event description:
Healthcare professional reported that one syringe of juvéderm ultra¿ xc burst. Patient contact was made but there were no injuries. The needle from the packaged was used.